Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose range (bg) ranging from 67mg/dl-575mg/dl with leg cramping and tiredness. During troubleshooting, customer support (cs) found that when the battery was removed from the pump for less than 24 hours, the time/date revert to factory default settings. The time/date issue is not being reported as the issue is not likely to cause an adverse event because the pump displays the verify screen after a battery change and per the IFU the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to verify a time/date reset to the default setting in the black box, but complaint was confirmed during testing. A manual time/date change was observed from 01/02/2007 to (B)(6) 2015 10:30. Pump was exercised for 24hrs with returned battery cap/returned cartridge cap. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed cover; a visible inspection confirmed the internal battery was leaking.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.